Event description:
Same as MFR# 6000089-2004-01288. Twenty-nine days after a drug eluting stenting treatment procedure, a sub-acute thrombosis occurred. The lesion being treated was totally occluded in the mid right coronary artery (rca). In 2004 the pt presented to the cath lab. The lesion was predilated with a 2.5 x 15 mm balloon. After multiple predilations the physician successfully deployed a taxus express2 8.8% 2.75 x 16 mm stent in the mid rca at 11 atms for 15 seconds. The physician then successfully deployed another taxus express2 8.8% 2.75 x 20 mm stent in the mid rca at 12 atms for 15 seconds. Plavix and aspirin were administered pre-procedure. Plavix and aspirin were administered for follow-up care. Twenty-nine days later the pt presented to the cath lab and was determined to have a thrombosis in the taxus stents. The physician then decided to dilate the thrombus, however, multiple attempts to reach the thrombus were unsuccessful. The physician then decided to end the procedure and future intervention is currently being evaluated.